Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips healthcare that the "battery is broken." The device would not power up on battery power. There was no patient involvement.